Event description:
Patient reported that their meter/hcp meter comparison was 75 mg/dl (ss) versus 120 mg/dl (hcp), respectively (38% difference). No symptoms were reported. Patient did not have supplies needed to do control test. Lfs representative reviewed qc procedures and discussed meter/lab versus meter/hcp meter comparisons. The meter was replaced. There was no allegation of harm.